Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine alarmed with an acid pump no end of stroke (eos) alarm. The biomed confirmed during follow-up that replacing the acid pump resolved the reported issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The unit was returned to service. The complaint device was returned to the manufacturer. During a physical evaluation thermal damage to the ribbon cable was identified.

Manufacturer narrative:
Plant investigation: a concentrate pump was returned to the manufacturer for physical evaluation. During a visual inspection of the received part thermal damage was identified on the ribbon cable and the tip of the outlet spout was broken off. Replaced the outlet spout for testing. A test machine completed a self-test program without alarm or failure with the returned concentrate pump installed (in "as-is" condition). The ribbon cable passed a continuity test. . A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation conducted by the manufacturer that included a physical evaluation of the returned part was able to confirm the reported issue.